Event description:
The hospital is trailing the accudrain special sp0216 and it was reported that there were some problems with one of the accudrains. The drain was set up on thursday ((B)(6)). Was draining approximately 15 cc's per hour until late saturday night ((B)(6)) early sunday morning ((B)(6)). The (rn) registered nurse, was asked to take a cerebrospinal fluid (csf) sample. Per the hospitals' protocol, she put a capless syringe on the csf access port and waited for it to fill. The drain was set at a level to drain at 15 mmhg, but the patients' icp was 37 and he was not draining. The rn then followed sterile protocol and flushed the system, from the proximal patient stopcock, away from the patient. She did notice that the csf was very bloody and had quite a bit of brain matter in it, but the flush was accomplished without a problem. The stopcock valve was recapped with the manufacturers' cap and it was later noticed that fluid was leaking from that point. The amount of csf leaked was small, and did not directly cause any adverse effects. The manufacturers' cap was taken off and a sterile microclave clear connector ((B)(4)) was put in its' place. Some time later, it was observed to still be leaking and that's when they noticed a small crack in the plastic of the accudrain at this spot. The drain was replaced with a codman eds3 and the patient continued draining and returned to a normal icp range. Information received from the clinical manager was described as follows; "it was my understanding that it was difficult to recap with the integra cap because the patient was thought to be experiencing increased (icp's) intracranial pressure and not draining which is why they were flushing the system. They ultimately replaced the system and patient had not ill effects.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.